Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that surgery was performed in 2007. After surgery, the surgeon found that part of the mallet was damaged. An x-ray showed that the mallet fragment remained in the pt. The surgeon plans to observe the pt's progress. No surgery has been scheduled to remove fragment.